Event description:
It was reported patient had multiple health issues including ashd, mi, copd, and respiratory distress. Patient had been in respiratory distress and nebulizing when arrested. Hcp expected to see pacer spikes on monitor when patient's heart stopped and she did not. Hcp stated patient had own rhythm prior to death and was not being paced. Hcp further reported monitor "does not always accurately reflect whether the pacemaker is truly pacing or not" and "if there had been oversensing that would have caused the device not to pace." Follow up with coroner's office reported cause of death was complications of endstage copd. No device/lead allegations related to the death. Patient had severe respiratory distress worsening for days and refused hospitalization until was unbearable. Was candidate for lung transplant. Patient also had history of diabetes. Additional information reported the EKG strips did not show pacer spikes prior to, during, or after resusitation attempts.

Event description:
It was reported patient had multiple health issues including ashd, mi, copd, and respiratory distress. Patient had been in respiratory distress and nebulizing when arrested. It was noted the hcp expected to see pacer spikes on the monitor when the patient's heart stopped and she did not. The hcp had stated the patient had own rhythm prior to death and was not being paced. The hcp further reported the monitor "does not always accurately reflect whether the pacemaker is truly pacing or not" and "if there had been oversensing that would have caused the device not to pace." Follow up with coroner's office reported cause of death was complications of endstage copd. No device/lead allegations related to the death. Pt. Had severe respiratory distress worsening for days and refused hospitalization until it was unbearable. He was a candidate for lung transplant. Patient also had history of diabetes.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
(B) (4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.